Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was not returned.

Event description:
It was reported that there was a low flow/ low air leak. The nurse tried to fix the issue by disconnecting and reconnecting the pads. This did not fix the issue, so the nurse then swapped the patient to a second arctic sun device. The nurse reported that the flow rate was good upon switching the device. The patient was at 35c and had been cooling for approximately 1 hour. The nurse confirmed that there was room to add a universal pad. It was suggested that the nurse add a universal pad. Per follow up, the nurse did add a universal pad. Later the low flow returned. The nurse then removed the large pads and replaced them with a new set of large pads. The new set of pads did correct the issue and therapy was completed without further issues.

Manufacturer narrative:
The reported issue was unconfirmed for the reported issue. Visual inspection noted the pad was found to have the trim pattern correctly performed. The plastic tubes were found completely assembled covering the total of clamping rings on the plastic connector and manifold connector. The foams were found free of damages, tears or perforations. The seal between the manifold connector and pads were found completely sealed and the energy connector was found free of damages. The pads were noted with sealing presence. No related manufacturing issues were noted during the visual evaluation of the pad returned. According the test method tm7600515 the flow rate was found to be acceptable on the returned pad. The flow rate for this product must be above 2.4 l/min m2. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use state the following: ¿6. Once the pads are primed, assure the flow rate displayed on the control panel is greater than 2.3 liters per minute, which is the minimum flow rate for a fullpad kit.¿ (B)(4).

Event description:
It was reported that there was a low flow/ low air leak. The nurse tried to fix the issue by disconnecting and reconnecting the pads. This did not fix the issue, so the nurse then swapped the patient to a second arctic sun device. The nurse reported that the flow rate was good upon switching the device. The patient was at 35c and had been cooling for approximately 1 hour. The nurse confirmed that there was room to add a universal pad. It was suggested that the nurse add a universal pad. Per follow up, the nurse did add a universal pad. Later the low flow returned. The nurse then removed the large pads and replaced them with a new set of large pads. The new set of pads did correct the issue and therapy was completed without further issues.